Event description:
It was reported by the customer's biomed that the device's internal paddles had a pin broken off of the connector. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided customer with the part number and ordering information for a replacement set of internal paddles. The removed paddles will not be returned to physio-control for evaluation; therefore, further investigation cannot be performed.